Event description:
A pocket infection occurred resulting in the removal of one lifesite, a temporary catheter was placed. The pt is being dialyzed with one lifesite and one cahteter. Antibiotic therapy was completed with place to replace the lifesite when blood cultures are negative.